Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 and 7 was failed. A field service engineer (fse) reported that all latch connections were reset and cleaned to ensure proper functionality. The fse confirmed that no additional issues were identified during the service and that no parts were required for the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 3 and 7 failed intermittently during medication transactions. The user was able to recover access after multiple attempts; however, the failure recurred during subsequent transactions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.